Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device gave a "therapy knob failure" error code during the self-test. Remote support from the customer care solution center was received, during which the customer was advised to rerun the functional test ensuring the selector is positioned at 150j. The customer re-ran this test and the error did not occur. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as re-running the functional test resolved the reported issue. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer performed a functional test resolving the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.